Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) was restricted in popping out and a malfunction occurred during use. There was no reported patient injury. The procedure was a carotid angiography for a lesion of the carotid artery. The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) was restricted in popping out and a malfunction occurred during use. There was no reported patient injury. The procedure was a carotid angiography for a lesion of the carotid artery. The user was trained to the device. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An indicator wire deployment test simulation was performed locking the guard, achieving the expected indicator wire deployment. The reported event of ¿indicator wire deployment difficulty¿ was not observed through analysis of the device received since the indicator wire was able to be deployed once the guard was locked. The cause of the reported issue seems to be related to handling, since the device was received with the guard unlocked. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.